Event description:
Patient reported left side "terrible pain breast, and noticed a lump in the inferior portion of the nipple during the shower", "I am very concerned with the information {recall}, after all I have a cancerous time bomb in my body aligned with pains that increase every day", "nodules", "contracture" (grade unknown)", "pain increases as the days go by", "deformation", " "palpable and visible nodules", " complications anxiety attacks for fear of having and / or developing anaplastic lymphoma", flushing, lymph nodes classified as birads 2, induration, pain on palpitation and palpable hardening, "exchange is urgent due to the risk of developing silicone in the lymph node, formation of seroma and infection, risk of developing anaplastic lymphoma, etc.", "artefactual image in the middle third of the central region of the left breast, which may correspond to calcification / granuloma", swelling, panic and anxiety crisis, redness, change in position, local heat . The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side "terrible pain breast, and noticed a lump in the inferior portion of the nipple during the shower", "I am very concerned with the information {recall}, after all I have a cancerous time bomb in my body aligned with pains that increase every day", "nodules", "contracture" (grade unknown)", "pain increases as the days go by", "deformation", " "palpable and visible nodules", " complications and anxiety attacks for fear of having and / or developing anaplastic lymphoma". The device remains implanted.